Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the device failed temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation it was observed that the bearing of the device was damaged, and the flex circuit was damaged. It was further determined that the device failed pretest for motor thermistor assessment, and temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.